Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. This is a final report.

Event description:
The user reported intermittent benefit when moving her head. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent benefit when moving the head. Re-implantation will be planned.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reported intermittent benefit when moving the head. Re-implantation is planned but despite several requests no information has been received as to when this will occur.